Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) only clicks after being switched on and the display screen shows nothing was confirmed during functional testing. The root cause for the reported complaint was a failed processor board, likely attributed to a failed component. The autopulse platform failed functional testing. The platform displayed a blank screen, and a clicking noise was observed at power up; thus, confirming the reported complaint. The processor pca assembly was replaced to remedy the problem. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
During a shift check, it was determined that the autopulse platform (sn (B)(6)) only clicks after being switched on and the display screen shows nothing. No patient involvement.